Manufacturer narrative:
The technician replaced all of the caster stems and horns to repair the stretcher.

Event description:
Information received indicates the casters continue to swivel when in brake.